Event description:
A us distributor returned a monitor and reported the monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - cannot run detect and treat testing due to functional issue) has been confirmed. The monitor was not able to pass essential performance failure. The cause for the service code was isolated to a defective r83 resistor on the computer/analog pca. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the damaged monitor.